Manufacturer narrative:
Manufacturers ref# : (B)(4). Occupation: non-healthcare professional. 510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter was deployed about a dozen times. However, the device would not deploy inside the patient. Another filter was opened and used to complete the procedure. Patient outcome: the complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter was attempted to be deployed a dozen times. However, the device would not deploy the filter inside the patient. Another filter was opened and used to complete the procedure. The celect-pt filter was returned for product evaluation. Per product evaluation: no nonconformance was observed. The cause for the reported failure cannot be determined, based on the product evaluation. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that excessive tension during deployment could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.